Manufacturer narrative:
The device was not returned to olympus for evaluation; however, a photographic image of the cord was provided by the user facility. The image illustrated that cord was separated from the connector. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The most likely cause for the reported event is due to user handling. The instruction manual gives several warning to prevent this type of cord damage. ¿do not use a cable with brittle or defective insulation. Replace the cable. Visually inspect the cable and the plugs for irregularities on the surface. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. In case a product has externally visible defects contact the responsible olympus representative at once.¿

Event description:
Olympus was informed that during an unspecified procedure, the hf-cable and the drape on the patient caught fire. It was reported that the fire started behind the banana plug (connection point) while in use with a non-olympus generator. The fire was distinguished with no user or patient injury. It is unknown if the intended procedure was completed. Additionally, the user facility reported that hf-cable was inspected prior to the procedure and no anomalies were found.